Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported the level module issued a false level audible alert/alarm tone. The user reported although the fluid level in the reservoir was well above the alert and alarm sensors, a low level alert message was displayed. The message cleared and repeated again several times within 10-15 minutes. An alternate device was employed for the procedure. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.